Event description:
It was reported that the patient was revised due to instability.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding joint instability involving a duracon insert was reported. The event was confirmed. Method and results: device evaluation and results: a material analysis indicated damages to the articulating surfaces included the cyclic wear mechanism of delamination. It is a commonly identified damage mode on uhmwpe inserts, and there is no evidence of defects on the returned device. Medical records received and evaluation: a review of records indicated the poly wear is not unexpected. Device history review: the reported device was manufactured and accepted into final stock with no discrepancies. Complaint history review: there have been no other events for the reported lot ID. Conclusions: the reported device was implanted for 18 years in an obese patient. The material analysis and medical review indicate the event of wear and joint instability is expected and, therefore, not device related.

Event description:
It was reported that the patient was revised due to instability.